Manufacturer narrative:
Concomitant medical products: product ID 37761, (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient reported the connector pin broke off and was stuck inside the recharger but he got it out. The patient stated that stimulation stopped one month prior, then he could not recharge because of the broken connector pin. Then the patient had to go to the hospital for 16 days due to a stroke (no allegation against the therapy). The patient was sent a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.